Manufacturer narrative:
H2. Correction: please note, conclusion code 92 no longer applies to this report. H3. Analysis of the returned ins (serial (B)(4)) found no that the ins was functionally ok with no significant anomaly. Visual inspection did not reveal any significant anomaly. The ins passed a series of defined and qualified automated functional tests. The ins was put through a long term monitor, and the ins functioned properly through 63 hours of testing at body temperature. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the generator was turning itself off. There was no environmental patient factor that contributed to the issue. No interventions were taken. It was unknown if the issue was resolved at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the generator was turning itself off. The cause was not defined. The health plan authorized the implant of a new generator, and the generator was replaced. The issue was resolved. They were not informed of the patient's weight. It was noted that this information was confirmed with the physician.